Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had temperature difference of more than 2 between outlet monitor temperature (t1) and outlet control temperature (t2). Per review of wo on 19apr2023, no patient involvement and symptoms were detected during the equipment inspection. Per sample evaluation results received on 19apr2023, alarm #79 was occurred continuously.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device had temperature difference of more than 2 between outlet monitor temperature (t1) and outlet control temperature (t2). Per review of wo on (B)(6) 2023, no patient involvement and symptoms were detected during the equipment inspection. Per sample evaluation results received on (B)(6) 2023, alarm #79 was occurred continuously.